Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was moving in the pocket causing the patient to experience pain. The patient reported occasional shocks at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.

Manufacturer narrative:
The reported event for pain/shocking at ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.